Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After burring the femur, the surgeon noted that the posterior portion of the cut appeared to be 3 mm deeper than the anterior portion. The makoplasty specialist (mps) present at the case checked the rio registration and determined that the robotic arm tracking array had shifted. Rio registration was recaptured and the case was reported to have had a successful outcome, with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The evaluation determined that the connector pin on the robotic arm tracking array (base array) had bent during assembly at the customer site and was primarily due to poor technique. The instructions for use for rio was reviewed and subsequently updated to further emphasize the importance of using proper technique when assembling the base array shaft to its connector.